Manufacturer narrative:
Determination of root cause: assessment - a surgery database performance verification was conducted on this system. The analysis determined that the laser performance factors analyzed were operating within specification between one month prior to and one month following the receipt of the complaint. A review of the complaint database indicates there were no clinical complaints reported for this specific system for 12 months prior to the receipt of this report. Non-product factors including pt response to the laser ablation, pt healing characteristics and preoperative pt selection could not be reviewed because, the site declined to provide any specific pt information. Conclusion: due to lack of information, a root cause determination could not be identified.

Event description:
A system operator reported several custom myopic pts that are undercorrected following refractive procedures. It is not known, if there was any pt impact/injury associated with this report. The site has declined to provide any pt info or provide pt records.